Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced a hernia. The initial reporter declined to provide additional information. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a hernia coincident with automated peritoneal dialysis therapy. It was not reported if the hernia occurred after beginning automated peritoneal dialysis therapy or prior to initiating automated peritoneal dialysis therapy. The cause of the hernia was not reported. It was not reported if the hernia worsened with peritoneal dialysis therapy. It was not reported if peritoneal dialysis therapy was ongoing. It was not reported if the patient was recovered or was recovering from the event. No additional information is available.